Event description:
During a laparoscopic hemicolectomy, in the course of insertion the device into the abdominal cavity, the plastic sleeve kept tearing. The device was replaced with another and the procedure continued. There was no pt consequence.